Manufacturer narrative:
Date of event is estimated.. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3189, UDI: (B)(4), serial: (B)(4), batch: 8156773.

Event description:
It was reported that the lead migrated as one of the anchors was not fully locked. No accidents, falls or trauma reported. Surgical intervention was undertaken wherein the leads was explanted and replaced. Effective therapy restored.